Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk.

Event description:
It was reported that during a sleeve procedure using a black reload; staples not closed. Procedure was completed by overstitching. There were no adverse consequences for the patient. One device was discarded.